Event description:
A customer contacted baxter's technical service center to report having pin holes in the tubing of a cassette. The technical service representative (tsr) assisted the home pt (hp) to remove the cassette. Product surveillance contacted the home pt (hp) who stated she noticed the pin holes in the cassette tubing during set up. She does not use scissors or any sharp objects to open the cassette packaging and there are no pets in the house that may have caused the holes. The hp does not know how the holes occurred. The hp stated she discarded the sample and started therapy over using new supplies. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Per the home pt, the sample was discarded. A batch review will be performed on the lot number provided.